Manufacturer narrative:
Device passed the displacement test but motor error alarm during prime/a33 test due to loose drive support disk. The motor was tested outside of the device and passed.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customers wife reported via phone call that the insulin pump received multiple motor errors and was not succeeding in delivering the bolus. The customer's blood glucose level was 140 mg/dl. Customer states they are stuck in rewind complete or bolus delivery loop. Customer states they did not receive 2nd series of beeps nor did numbers appear on the screen. The customer was advised to revert to back up plan. The device will be returned for analysis.